Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed that the burette was found to have a deformity at the top. The reported condition was verified. The cause of the reported condition was determined to be a material issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution set leaked from the burette. This occurred during priming. There was no patient involvement. No additional information is available.